Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a robotic assisted laparoscopic gastric sleeve procedure. The stapling devices were being applied to the stomach. The first staple fired fine through the antrum. But the second one through the angularis area busted early on during firing. Fired the next one and it busted in the same spot. Tried cutting back the reinforcement material, as it was starting to build up now in that spot and busted a couple more staplers. Had to completely cut the staple line on the specimen side to fresh tissue and carefully resume firing with angulation to avoid the trouble spot in the staple line. And it still barely when through without busting. The remainder of the firings were okay. Stapler handle ¿popped/cracked¿ broke a tooth off on the internal mechanism that happens when the tissue is too thick. Handle cracked before fully fired. There was a couple mm¿s tissue loss. Tissue damage only on the specimen side. There was no patient injury.